Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient for the emergent endovascular treatment of a transection in the abdominal aorta due to a motor vehicle accident. Prior to stent graft placement the patient received more than 15 units of blood. The angiogram revealed that the transected vessel was in the abdominal aorta near the left common iliac artery. The physician elected to implant an another manufacturers covered stent 8x59 to treat the transection through the left femoral artery. The other manufacturers covered stent was over expanded but the transection still had extravasation of blood. The angiogram revealed the other manufacturers covered stent had migrated 1 cm proximal to the implantation location. The physician decided to implant an endurant 23x14x103 bifurcated stent graft to treat the transection and cover the other manufacturers covered stent. The endurant delivery system was advanced through the left femoral artery to the intended landing zone without issue. The main body of the stent graft was deployed down to the contralateral gate without issue, however when the graft cover was pulled back the contralateral gate would not expand. The physician stated the bifurcated delivery system was inadvertently advanced through the deployed covered stent from another manufacturer. The other manufacturers covered stent was on the delivery system and during deployment of the contralateral gate the other manufacturers covered stent was restricting the opening of the contralateral gate. The distal end of the endurant ipsilateral limb was proximal to the patient's native aortic bifurcation. The physician inflated another manufacturers balloon to nominal pressure at the level of the gate in the ipsi limb, gained double wire access to the ipsilateral limb and two 10 mm fluency another manufacturer covered stents were implanted side by side in the ipsilateral limb. The fluency another manufacturers cover stents were inflated in the kissing stent technique with two 10/4 angioplasty balloons in each iliac, emulating a bifurcated device upon completion. Another run revealed the transection was covered and there was no extravasation of blood. It was reported that during the graft placement the patient developed a pneumothorax and the trauma surgeon placed a right chest tube and extracted a large volume of fluid, per the physician this was related to the trauma prior to the implantation of the stent graft. The physician stated that the cause of the event was due to user error. No additional clinical sequelae were reported.